Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-6.95%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of failing accuracy -6.95% was not confirmed in the event log and during testing the plump was within the published limit specification of +/- 3% and well within the published specification of +/-6%. No fault found and not action taken .

Event description:
Device evaluation completed and summarized.